Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Based on the findings, service determined that the probable root cause of the reported issue was due to loosening of the cable to power board. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that error code 571.6240 is confirmed due to a cable j3 to power board loosen up. It's possibly jarring during the transport, reseted the cable j3. Performed leak down test and co2 calibration with passing results. The failure code other was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 24oct2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported by the customer that the device alarms for no apparent reason. There was no additional information provided and no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Device received by manufacturer.

Event description:
It was reported by the customer that the device alarms for no apparent reason. There was no additional information provided and no patient involvement.